Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a closed circle on the top and it asked to set the time and date. The customer also reported that the insulin pump would not rewind and not show the amount of insulin. Her blood glucose level was 226 mg/dl. While troubleshooting an unexpected restart and an external ram crc error alarm were found. She reported her insulin pump had cracks around the battery compartment. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.